Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic partial resection procedure, the device was used for the lung parenchyma. Some staples were malformed at the 3rd and the 4th firing. And its staple form was lumbricoid. After that, it seemed that the tissue, which was near the staple line, was split. After the biopsy, the operation was changed to lobectomy. The doctor suspected that the cut end was opened due to the staple were not formed properly. And the doctor commented the target tissue was thick. During the operation, blue cartridge was also used. But no anomalies were noted. Another device was used to complete the procedure. There were no adverse consequences for the patient. The devices were discarded.